Event description:
It was reported that the catheter shaft broke. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the shaft kinked and broke as the physician was pushing it through the touhy. The procedure was completed. No patient complications were reported.